Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported events could not conclusively be established through this evaluation. It was reported that the patient had a recurrent epistaxis. On 05feb2018, the patient went to the ER with a nose bleed that lasted about 2.5-3.5 hours. The patient has a history of a perforated septum and states that the perforation is the size of a pencil eraser. A right naris rhino rocket was placed and the patient¿s inr was at 2.62. The patient went to the ER again on 01apr2018 with a nose bleed. The nose was packed and the patient was sent home the same day with an inr at 2.0. The patient remains ongoing on heartmate 3 lvas. There is no product available for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months, 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a recurrent epistaxis that lasted about 2.5 to 3.5 hours on (B)(6) 2018. The patient has a history of perforated septum that the patient states the size of pencil eraser. Right naris rhino rocket was placed. The patient inr was 2.62.